Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home by his wife. She called 911 and the patient was transported to the local emergency room (ER). A head CT revealed a large inter cranial bleed. Patient was already in home hospice and dnr status due to recurrent driveline exit site infection complicated by terminal inoperable hernia. Vad support was terminated and patient died peacefully in ER.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.